Event description:
The complainant alleged that during a routine shift check by a clinician, the device would not power on. The clinician also noticed smoke coming from the inside of the device. The complainant indicated that there was no pt involvement in the reported malfunction.